Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jan-2020 with the following findings: during investigation, the complaint regarding pump suspending could not be duplicated during investigation. The pump completed a 12 hours basal delivery duration with no suspend. The key pad was examined and tested for stuck or hypersensitive keys with no defects found. There were two suspends recorded in the suspend history on (B)(6)2015 indicating the pump was suspended by the user. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.